Event description:
It was reported that the device reamer broke when it contacted the bone. No patient injury reported.

Manufacturer narrative:
One 8mm endoscopic cannulated flexible drill was returned for evaluation. Visual assessment of the drill confirmed the reported breakage. The drill head has broken off from the shaft. The break is along the axis to the first spiral cut. There is tip flaring on the distal end of the drill head ID. Further examination of the drill head showed the primary cutting surfaces are dull and damaged. Material condition was inspected and confirmed to meet print specification.